Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead would not pace in bipolar polarity. It would only pace in unipolar polarity. There was suspected insulation damage. The lead was explanted without incident. The lead was discarded by the hospital and will not be returned for analysis.